Manufacturer narrative:
The customer reported that the pump ¿will not hold a charge and stay active.¿ the zyno pump was returned on august 26, 2025, and an investigation was performed on september 19, 2025. Gross visual examination of the pump was unremarkable. Functional testing confirmed that the battery could not hold a charge. Additionally, the pump failed the 30 psi occlusion test, recording a pressure of 18.0 psi. This failure is reportable; therefore, a medwatch report is being filed. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The recalibration values are unknown at the time of this report. The failed 30 psi occlusion test was not part of the original user report but was discovered during the investigation. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump will not hold a charge and stay active. No patient involvement was reported.